Event description:
Device 1 of 2.reference MFR. Report:1627487-2015-03060.it was reported the patient was no longer receiving stimulation. Diagnostics revealed high impedance values and lead fractures for both scs leads. As a result, the leads were explanted and replaced. Effective stimulation was restored with the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.